Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the cannulated 4.0mm hexagonal screwdriver. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the cannulated 4.0mm hexagonal screwdriver was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H3, h4, h6: device history record (DHR) review conducted: part number: 314.05 lot number: 630p894 manufacturing site: haegendorf release to warehouse date: 28 february 2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 during instrument cleaning in sterile processing, it was discovered that the screwdriver in question was rusted on the inside. There was no reported patient or procedure involvement. No further information is available. This report is for a cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.